Manufacturer narrative:
H.6. Investigation summary: bd received one sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for foreign matter on the needle with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported before use the bd vacutainer® precisionglide¿ multiple sample needle had foreign matter on device cannula / needle or any fluid path component. The following information was provided by the initial reporter: the customer stated "there was black foreign matter on the needle tip.¿

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® precisionglide¿ multiple sample needle had foreign matter on device cannula / needle or any fluid path component. The following information was provided by the initial reporter: the customer stated "there was black foreign matter on the needle tip.¿